Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) year old male pt contacted zoll to report that the pt removed the device because of bleeding under one of the therapy electrode pads. The pt noticed an excessive amount of blood under the front therapy electrode (te) pad. The te pad is located close to the incision that was made for the pt's open heart surgery. The pt stated that he is on medication that thins his blood. The pt called back and said that the te pad does not rest on the surgery wound site. The pt said that the pad caused a separate skin problem that is bleeding. A pt service representative visited the pt and said that the wound was directly under the front te pad. The wound was about the size of a half dollar and was very irritating. The wound was swelling and bleeding. The pt reports that he was very uncomfortable and the device was unable to be shifted because of the location. There was no follow up on the sore to see if it healed.

Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.